Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 23aug2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket had a plastic bag stuck in the latch. The field service engineer forced the pocket open, allowing the user to recover it. The user was able to load medications into the pocket and inventory the items afterward with no issues. The engineer logged into the station and ran the hardware test application to test the drawers. All tests passed without any issues. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the cubie did not open. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient and the user managed to get required medication from the alternative station. There were no adverse events or injuries reported based on this incident.